Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced arrhythmia, pulseless electrical activity (pea) and their blood pressure dropped after anesthesia was given. Medical and surgical interventions were required as a result of this. The leadless ipg was not implanted. No further patient complications have been reported as a result of this event.